Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Patient identifier unknown / not provided. Age and date of birth unknown / not provided. Patient sex unknown / not provided. Weight unknown / not provided. Date of event unknown / not provided. Brand name unknown / not provided. Device product code unknown / not provided. Catalog and lot number unknown / not provided. Implant date unknown / not provided. Explant date unknown / not provided. Email address unknown / not provided. PMA/510(k) number not available.

Event description:
It was reported implant fracture. Implant remains in patient's mouth.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). One impl tapered scr-v mtx 3.7mm 3.5mm 11.5mm (tsvb11) was returned. Evaluation of the returned product revealed that the implant threads and collar are heavily damaged and fractured. No pre-existing conditions were noted on the per. The reported product was located on tooth 17 (fdi) and used for approximately 11.5 years. The reported event could not be recreated due to the nature of the dental device and event (fracture). DHR review was completed for the subject lot number 60983977. It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event was noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. Complaint history review was performed for the reported lot number (60983977) for similar event and no other complaint was identified. May post market trending was reviewed and there were no actionable events or corrective actions for the reported event (implant fracture) or product (tsvb11). Therefore, based on the available information, device malfunction has occurred and the reported event was confirmed.

Event description:
Implant was removed.

Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). The impl tapered scr-v mtx 3.7mm 3.5mm 11.5mm (tsvb11) was not returned. Since product has not been returned, visual/functional inspection could not be performed. The investigation has been performed based on the available information. However, the customer has not returned images of the product, however, the product is visible in the scanned copy of the product experience report. Signs of fracture are visible at the implant collar. The reported event could not be recreated due to the nature of the dental device and event (fracture) no pre-existing conditions were noted on the product experience report. The reported product was located on tooth # 2 and used for approximately 11.5 years. Device history record review was completed for the subject lot number 60983977. It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event was noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. Complaint history review was performed for the reported lot number (60983977) for similar event and no other complaint was identified. Therefore, based on the available information, device malfunction has occurred and the reported event was confirmed. Outcomes attributed to adverse event (check all that apply). PMA/510(k) number: k013227. Device evaluated by manufacturer: change ¿no' to 'yes'. Device manufacture date.